Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported downstream occlusion error which was not reproduced. Evaluation could not reproduce any false downstream occlusion alarms during testing. When the device was tested for downstream occlusion detection it passed within expected range and all sensor readings were within specification. The reported condition was verified through review of the event history log as downstream occlusion messages, however troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.